Event description:
Patient was brought to the CT, and then results determined a clot. The patient was then sent to the angio suite for treatment. A solitaire fr catheter device was chosen to attempt a revascularization. The device was advanced to the area of treatment. The stent was advanced for clot recovery. As the stent was being recaptured, it broke off and deployed. A snare was used to attempt retrieval by two physicians with no success. After several attempts and due to the fact that revascularization occurred, the attempts of retrieval were stopped. No apparent harm to the patient. The staff involved thought that there may have been fatigue on the catheters part for the prolonged time vs malfunction.